Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported that the patient underwent a revision surgery on.(B)(6) 2020 due to very little lead migration, the physician decided to test the ins first before removing the current leads. The original ins was removed and leads were off of a wens. One lead showed good impedances for all contacts, while the other was completely out. They tested the working lead and were still able to obtain stimulation and good coverage of back and legs. The physician decided to replace the battery and leave the current leads. Both leads were connected to the new ins. The facility did not release the original battery, it will not be returned. Stimulation was reinstated in pacu using the good lead. No further complications were reported or anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2015, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for spinal pain. It was reported that patient is no longer experiencing paresthesia with therapy on. With intensity maxed out, the patient feels no paresthesia at all. Impedance check was performed and it shows all high impedances. Patient reported that he took a hard fall within the last year. Multiple programming options were attempted. A thoracic and lumbar x-rays were ordered and a possible revision may be needed depending on x-ray result. Rep stated that planned intervention was unknown and will follow up for more information. No further complications were reported or anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead, product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported that the cause of patient falling was not determined. The lead migration was confirmed. The issue was not resolved. The revision surgery was postponed due to covid-19. The provided information was confirmed with the physician/account.